Event description:
Pt was treated in 2005. At one-day post treatment the doctor noticed approximately 100 pinhead size blisters all over upper lip and forehead area. About 90% of the pinhead blisters have resolved within two weeks of onset.